Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the appearance of technical error has been confirmed. The device was checked, the o2 gas module was found defective and needs to be replaced. One of the recommended action in case of technical error code indicating a power error is replacement of the gas module. The gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported as the faulty gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient harm. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined. The correction of fields h4 device manufacture date and h8 usage of the device was required. This is based on the internal evaluation. Previous manufacture date: 09/29/2021. Corrected manufacture date: 09/23/2021. Previous usage of device: unknown. Corrected usage of device: reuse.